Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis which was manifested by abdominal pain and abdominal distention. The cause of the peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with unspecified antibiotic infusion (no further details). Pd therapy was withdrawn during treatment. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.